Event description:
The hcp reported that, "while emptying the pump, it was observed there was too much pressure (not normal pressure)." The hcp expected the isomed pump to have infused 1.5ml/24 hours and found instead that it had infused 0.8ml/24 hours. A follow up report will be sent when additional information is received.